Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a diaphyseal femoral fracture procedure on (B)(6) 2015. During the procedure, the surgeon experienced difficulty when inserting the product into the patient¿s body. The device was removed and the surgeon repeated the reaming procedure only to find that the product was damaged at the point of connection with the aiming arm. The device was replaced by the expert antegrade femoral nail (B)(4). A fracture was discovered in the femoral neck after the nail was inserted. The surgeon decided to change the locking method to reconstruction locking in order to complete the procedure. The surgeon believes that the product met with strong resistance from the bone due to the patient¿s young age. It is unknown if the fracture to the femoral neck was caused by the product. The procedure was completed with a ¿large¿ delay, although the specific length is unknown. Adverse consequences to the patient were noted. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received 1 article of insertion handle f/expert a2fn, for manufacturing investigation. The article has damaged location pin holes and a deformation on the nail interface. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During the manufacturing investigation, a functional test was performed. The article passed the functional test without reference to the reported issue. No misalignment of the insertion handle has been found as described in the complaint description. During a visual inspection we noticed that the surfaces of the pin holes ø6 mm are damaged. More precisely, the diamond location pin of the aiming arm 03.010.350 has left significant marks at the pin-hole surface. Additionally, a deformation was found on the nail interface, especially on the cam 3.16 0/-0.06 mm. The measured width of the cam indicates a deformation as well. The marks at the pin hole can only occur by applying high force on the instruments, which is an indication of mishandling. This could explain the reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: july 7, 2011 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 5 for (B)(4).